Event description:
The patient service representative (psr) assisting a (B)(6) male patient called in to zoll lifecor customer support to report that the top of the patient's monitor had come off. The patient was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (end cap came off) has been confirmed. Upon visual inspection, it was found that the end cap was separated from the monitor case and two of the cables running from the computer/analog pca board to the auxiliary board were unplugged. The root cause for the end cap separation cannot be positively identified but was probably the result of a drop of excessive force. The cables were reconnected and the monitor was then fully functional. No adverse event resulted from the disconnected cables. The patient received a placement monitor.